Event description:
The patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2024. The implantable pulse generator (ipg) was placed in the thigh area with the implantable leads targeting the sciatic nerve to treat upper leg pain. In (B)(6) 2025 the patient was seen for pre-MRI testing of the nalu system and was found to have open circuit impedance readings on one of the leads. Patient and physician elected to replace the affected lead to correct the issue and move forward with the MRI testing. On (B)(6) 2025 the affected lead was replaced. During the procedure the ipg was also replaced out of caution due to potential handling damage while replacing the damaged lead.

Manufacturer narrative:
The patient had not previously reported any issues with therapy from the nalu system. During the surgical revision to replace the malfunctioning lead, the component was observed to have fractured. The patient reported no recent falls or other events that may have contributed to lead fracture. No obvious cause for the fracture was noted.